Event description:
Patient underwent a sling procedure eighteen months ago and has complained of buttock pain since the procedure. It was reported that the patient now can'teven sit down and a mid-urethral piece of the mesh was removed.